Event description:
Report received of inability to interrogate unit. No injury or complication associated with the event. The md is monitoring the pt at this time. The device may be explanted at a later date.